Manufacturer narrative:
Corrected information h6:medical device problem codes a160105 corrected to a160106. Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the reported device failed function test - downstream/ distal occlusion test was not reproduced. Evaluation performed downstream occlusion testing and the device passed. A review of the event history log revealed multiple 'downstream occlusion' alarms but were not determined if the alarm were true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device functioned as intended, however the force sensor requires replacement per precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream/distal occlusion during testing. There was no patient involvement. No additional information is available.